Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the lead measurements exhibited high impedance. The ipg was exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found the distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.